Manufacturer narrative:
A visual inspection of each device confirmed the reported breakage. The distal threads on each anchor have broken off and were not returned. Due to the anchors condition a dimensional assessment is prohibitive. The area of the breakage is burnished indicative of contact with the cortical layer of bone. This observation suggests the anchors were likely off axis during insertion. No root cause related to the manufacturing process can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a rotator cuff repair using the 72203380 healicoil sa pk 5.5mm w/3 ub-bl cbbl lt, the thread broke. A backup device was available but the surgeon chose to use competitor's devices instead. The same hole was used. No hole was left empty and everything was removed with the use of a grasper. The bone quality is noted as okay. No patient injury or other complications were reported.